Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported intermittent audio condition was was observed during the device evaluation after powering the device on during systems testing. This condition was determined to have been caused by a failed speaker. The rear case containing the speaker was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a intermittent speaker failure. There was no patient injury or medical intervention associated with this event. No additional information is available.